Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). The complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly.

Event description:
The complaint record is being cancelled as it is a routine preventive maintenance request and not a valid complaint.